Event description:
It was reported that a colleague pump experienced a downstream occlusion alarm while being used with a one-link extension set. This occurred during infusion of intravenous immunoglobulin. The device was connected to a clearlink set and a non-baxter catheter. The device was flushed and then reconnected and the alarm repeated. The one-link port was exchanged for another one-link to complete therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.